Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of incorrect sizing, quality accepts the physician¿s observations of such as the reason for surgical intervention. Per the instructions for use (IFU), any surgeon implanting the prosthesis should be familiar with the currently available techniques for measuring the patient, determining the implant size, and performing surgery. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the device was removed and replaced due to incorrect sizing.